Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm model#: sc-4316 lot#: 16224114 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing intermittent pocket site pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing intermittent pocket site pain. The patient will undergo an explant procedure.